Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm during filling of the tubing. Customer's blood glucose was 117 mg/dl. The customer was advised to run 5 units of fixed prime, the insulin did not exit at the end of the tubing. The customer was asked to put additional 5 units fixed prime was programmed and insulin exited as well. The customer was informed that the device is working as designed. The customer also reported via phone call that she had motor error alarm but when check the alarm history there was no motor error and no motor position encoder error alarm. The customer was advised to continue use of the insulin pump.